Event description:
It was reported that the insulin pump did not deliver the correct amount of insulin. The customer stated that she had issues with the insulin pump and mentioned the scroll wrap feature. She stated that she just needed to see if her trainer would be meeting her. She requested training and required no further assistance. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.